Event description:
It was reported to boston scientific corporation that a hydrajagwire was used in a procedure on (B)(6), 2010. According to the complainant, the hydrajagwire would not allow the extractor rx balloon to be loaded properly. The guidewire's coating peeled due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. The procedure was completed with another hydrajagwire and extractor rx balloon. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)